Manufacturer narrative:
Product has not been returned to the manufacturer for evaluation. If product is returned evaluation will be completed and final report will be submitted.

Event description:
"A-trac laparoscopic babcock inserts fell apart inside boy during surgery. All pieces retrieved from inside body." Patient is fine.